Manufacturer narrative:
Date sent: 04/07/2008. Eval summary: the hand piece was returned with a loose mount and a cracked nose cone. During functional test an error code 3 out come at the generator. However, no error code 5 was noted. The device was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Further testing confirmed that the crc/eeprom data was invalid rendering the hand piece non-functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a cholecystectomy procedure, there was no function. Error code 5 on display. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.